Manufacturer narrative:
The device has not yet been received for evaluation.

Event description:
It was reported that the high speed diamond bur broke during use. It was removed from the patient by grasping it with forceps. No medical intervention was needed, and the patient was unharmed.

Manufacturer narrative:
Product analysis: condition upon receipt: 1 un-sealed sample, part number 1883672hs, from lot number h8978312 received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Although the lot number was initially unknown, the sample was returned with the finish goods package which contained the lot number; this report has been updated to include the lot number. ... Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), and calipers ¿ evaluation: when compared to the assembly drawing, visually, the cutting tip became detached just proximal to the head at the beginning of the spiral wrap which would have resulted in the reported event. The portion that became detached measured 0.47¿ long. The remainder of the inner assembly would spin freely inside the outer assembly. When viewed under magnification there was wear on the outside diameter of the inner assembly just proximal to the head and corresponding damage to the inner diameter of the outer tube support area which may have resulted in friction and eventually seizing of the bur head. The customer indicated that the bur broke during use. There was no evidence to indicate improper manufacturing and therefore has been ruled out as a likely cause. The information most likely indicates excess pressure was applied during use which caused the inner assembly and outer tube to rub together until the inner shaft seized and spiral wrap failed under torsional load. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. Note: [excess: exceeded sufficient pressure required for operation] ¿conclusion: the complaint was confirmed for the alleged malfunction [end of the bur broke off].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.